Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Service engineer reported the customer was complaining about some air bubbles patient injection. He also showed me the tac images done on the chest for a suspected pulmonary embolism. Follow up information from service: this was a (B)(6) female patent that came from the emergency room. After the air injection, they were able to provide assistance anesthesia. A repeat CT examination after an hour and a half, showed the air has disappeared in the patient. No additional details are known.